Manufacturer narrative:
Product analysis: visual inspection confirmed only two pieces of the implant were returned. It was unable to determine root cause of failure in the im plant's returned condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: cage backed out procedure: oblique lumbar interbody fusion (olif) levels implanted: l2/3/4 it was reported that intra-op, during revision surgery the posterior part of the cage broke on insertion. While removing the inserter, it was confirmed that the newly inserted cage broke. The product came in contact with the patient. No patient complications were reported as a result of the event.